Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('devices in tubes, distal positioning to the right and very distal to the left') and abdominal pain ('chronic abdominal pain') in a 34-year-old female patient who had essure (batch no. C61990) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included transvaginal tape procedure (during same session of essure insertion) in 2015. On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced malaise ("feeling of diffuse malaise for the past year"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache") and paraesthesia ("joint paraesthesia of the ankles and wrists"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, headache, paraesthesia and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, headache, malaise and paraesthesia with essure. The reporter commented: both implants were found in the fallopian tubes. The devices were not retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: [coil] distal positioning to the right and very distal to the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('devices in tubes, distal positioning to the right and very distal to the left') and abdominal pain ('chronic abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. C61990) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included transvaginal tape procedure (during same session of essure insertion) in 2015. On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced malaise ("feeling of diffuse malaise for the past year"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache") and paraesthesia ("joint paraesthesia of the ankles and wrists"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, headache, paraesthesia and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, headache, malaise and paraesthesia with essure. The reporter commented: both implants were found in the fallopian tubes. The devices were not retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: [coil] distal positioning to the right and very distal to the left. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.